Manufacturer narrative:
Please note that additional information indicated that there was no leak noticed on the device and, therefore, no reportable malfunction.

Event description:
When the trufill dcs orbit coil (orbit rdfl complex fill coil) was flushed with saline water using syringe, the saline was passing through to other end of the coil. Additionally it was reported that the product was new, and the product was stored per labeling instructions. During removal from the sterile package, nothing occurred that may have damaged the device. All sections of the device were inspected prior to prep. The dcs syringe was filled from a dedicated saline bag, and this was the first coil prep with the dcs syringe. When purging was conducted, the pressure was increased to position #1, the blue zone, on the syringe without difficulty. Then, the pressure was maintained at position #1, the blue zone, for at least 30 seconds. After purging in the blue zone, the syringe knob was rotated counterclockwise to decrease the pressure to position #2, the orange zone, and it verified that the purging pressure was not reduced below position #2, orange zone. After reducing the syringe pressure to position #2, the orange zone, the latch mechanism was unlatched and followed by relocking the latch mechanism. The coil was attached during the flushing. The pressure was not lost during flushing with the syringe. Other than the reported event, no other damages were noticed on the delivery system, or coil. The coil was still attached to the delivery system.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.